Event description:
Caller alleged inaccuracy with inratio. Results as follows: date 2007 inratio= 1.6, lab=2.4; 2007 inratio= 4.8, lab=2.4. Caller alleged imprecision with inratio. Results as follows: first test inr= 4.8, second test inr= 1.6

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date 2007 inratio= 1.6, lab=2.4, mean=2.0, confidence limits= 1.3-2.7; 2007 inratio= 4.8, lab= 2.4, mean= 3.6, confidence limits= 2.2-5.3. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is not required at this time. Inratio precision data provided by end-user lot 060725: first test inr= 4.8, second test inr= 1.6, mean=3.2; sd= 2.26; %cv=70.71%. The %cv is less than or equal to 20%. Per internal procedure, the precision fails the criteria for precision. The test is not considered precise and further testing is required at this time.